Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm morphology is unknown. Iliac artery diameter was reported to be 10mm, tortuous, and angulated. The pt's common iliac artery was aneurysmal; therefore, the hypogastric artery was coil embolized and covered with a 16 mm diameter x 8.5 cm length iliac extender cuff. The 16mm diameter x 11.5 cm length iliac limb appeared to be irregular; therefore, it was balloon angioplastied with a 9mm balloon to smooth it out. With an anterior-posterior view, the iliac limb appeared to have been straightened and appeared patent at the end of the procedure. One day post-operatively, the iliac limb became occluded. An oblique view revealed that the iliac artery had a 90-degree angle that was not visible in the anterior-posterior view. The physician did not believe that balloon angioplasty of the occluded area would be an effective long-term solution; therefore, a femoral-femoral bypass was performed. The physician states that the occlusion was the result of the combination of stent graft oversizing and the 90-degree angulation. No clinical sequelae were reported, and the pt is reported to be fine.